Event description:
Pt admitted for cardioversion. Defibrillator was charged to 360 joules. Nurse pressed shock button to cardiovert pt. A spark was observed emitting as shown in the picture. The pillow case was noted to have a small charred (black) area. Pt was unharmed, defibrillator pads and cable removed from pt.